Event description:
During a pd procedure, the staples did not form properly and the instrument was locked on the tissue. The suregon removed the device with manipulation causing minor tissue damage. The surgeon repaired the tissue with a stitch. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
The reported condition was attributed to a damage stapler pusher.